Event description:
It was reported that balloon rupture, inadequate stent apposition, shaft break and stent damaged occurred. The chronic totally occluded target lesion was located in a calcified coronary artery. Pre-dilatation was performed using 2.5mm and 3.0mm nc balloons with good expansion. Intravascular ultrasound was performed to assess the size, calcium volume and distribution. After, a 4.00mm x 48mm synergy stent was advanced through guide and guidezilla extension catheter into the artery. However, upon inflation, the balloon ruptured and was trapped inside the stent. Attempts were made by advancing the guidezilla to retract the balloon catheter to apply counter traction; but the distal shaft, where the balloon was attached, had fractured. Longitudinal stent damage was also noted, with distal portion of the stent not deployed and the proximal portion slightly deployed. The fractured balloon was eventually removed by trapping it into the guidezilla and removing the devices as a unit. Ultimately, the partially deployed stent was then expanded with a balloon and an additional stent was deployed over the original synergy stent. The procedure was completed with no complications and the patient was stable all throughout the procedure.

Manufacturer narrative:
Device is a combination product. Initial reporter country update from ireland to united kingdom.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon rupture, inadequate stent apposition, shaft break and stent damaged occurred. The chronic totally occluded target lesion was located in a calcified coronary artery. Pre-dilatation was performed using 2.5mm and 3.0mm nc balloons with good expansion. Intravascular ultrasound was performed to assess the size, calcium volume and distribution. After, a 4.00mm x 48mm synergy stent was advanced through guide and guidezilla extension catheter into the artery. However, upon inflation, the balloon ruptured and was trapped inside the stent. Attempts were made by advancing the guidezilla to retract the balloon catheter to apply counter traction; but the distal shaft, where the balloon was attached, had fractured. Longitudinal stent damage was also noted, with distal portion of the stent not deployed and the proximal portion slightly deployed. The fractured balloon was eventually removed by trapping it into the guidezilla and removing the devices as a unit. Ultimately, the partially deployed stent was then expanded with a balloon and an additional stent was deployed over the original synergy stent. The procedure was completed with no complications and the patient was stable all throughout the procedure.